Event description:
The reason for call was patient stated that about a year ago they noticed that the implant sticks out and they can't sleep with it. Patient stated they don't get much sleep because of it and that they want just the implant itself removed.  Agent reviewed physician listing with patient. When asked for an event date; patient noted about a year ago and they can't deal with it anymore. When asked for a managing hcp; patient stated they don't have one since their previous doctor retired. Agent sent physician listing to patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating they had an atv accident. Patient mentioned they had the implant removed. Patient had an accident on the (B)(6), and everything on their left side broke so they had the implant taken out through emergency surgery on the same day. The implant was taken out so they could get a CT scan or MRI. Patient had difficulty hearing agent due to agent being on the car speaker. Agent asked patient to take agent off of speaker but patient declined and mentioned they couldn't do that. Agent closed case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.